Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2011. It was reported that she was unable to communicate with the ipg via the charging system. In an effort to resolve this matter, a new charging system was shipped to the pt. No further information is available.